Event description:
It was reported that the device exhibited a cassette not attached error. The issue was not related to physical damage/abuse. The event occurred during testing; there was no patient involvement and no patient harm.

Manufacturer narrative:
Event date unknown. Device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: (B)(6) 2024. One device was received for evaluation. Visual inspection found a scratched lcd lens. There was no evidence in the event history log. Functional testing was unable to duplicate the reported problem. The air detector passed functional testing. No fault was observed. The most probable cause was that the pump detected air in the customer's administration set and alarmed as it should. The service history review had no indication that the complaint was related to a service of the device within the review period.